Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient today (B)(6) 2018 mentioned that his old device (2010) was replaced because the old device had expired. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2017-nov-14 regarding a patient receiving clonidine, bupivacaine, and sufenta (doses and concentrations unknown) via an implanted infusion pump. It was noted that clonidine was at 44,440mcg, bupivacaine was at 952mg, and sufenta was at 13,000mcg, but it was unknown if this was in reference to the dose or concentration. The indication for use was unknown. Concomitant medications at the time of report included clonidine and percocet (10mg). It was reported that the patient missed a refill and the battery was going dead. The patient heard the non-critical alarm in (B)(6) 2017, and the critical alarm started in (B)(6) 2017 (this past weekend, relative to (B)(6) 2017). It was noted that the patient's pump battery was 7 years old, and the patient needed a healthcare provider (hcp) to replace the pump as the current managing hcp only does refills. No patient symptoms were reported and the patient was to follow-up with a hcp. No further complications were reported or anticipated.